Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of the patient follow up notes which indicated patient is having pain there is a popping sensation during flexion and extension. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. There are warnings in the package insert that this type of event can occur and risks are addressed in the associated risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Concomitant medical products: item name: regenerex 3 peg series a patella, item number: 141357, lot number: 550090. Item name: regenerex primary tibial tray 71mm, item number: 141273, lot number: 793460. Item name: vanguard e1 tibial bearing, item number: ep-183540, lot number: 354680. Item name: maxim finned primary stem, item number: 141314, lot number: 299790. Customer has indicated that the product will not be returned to zimmer biomet for investigation as it remains implanted. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-05380/05381/05382/05374/05377/05375/05376/05378/05379/05373. (B)(4)

Event description:
It was reported that a bi-lateral patient who underwent a total knee arthroplasty is experiencing pain. Attempts have been made and additional information on the reported event is unavailable at this time. No revision has been reported to date.

Manufacturer narrative:
The follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient is also experiencing popping, clicking and locking of both knees.